Event description:
The customer reported "can't store electricity" which was clarified to; the device failed to power up on battery power. There was no report of patient involvement.

Manufacturer narrative:
.